Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, fold creases, and an opening on radius. A microscopic analysis was performed which identified, a crease sharp opening on radius and stress marks. Based on the device analysis, the final assessment is: an opening, due to a sharp crease assessed, as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported left-side rupture. Device remains implanted.